Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right atrial (ra) lead. The patient experienced dizziness due to the event. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition. Additionally, an ra lead fracture was observed during the explant procedure.

Manufacturer narrative:
The reported events of lead fracture and noise resulting in oversensing were confirmed. As received, a complete lead was returned in two pieces for analysis. A visual inspection revealed an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. All five filars of the inner coil were revealed to be fractured underneath suture sleeve tie down. A scanning electron microscope evaluation verified that all five filars of the inner coil were fractured. Due to the lead as received, it could not determine what contributed to the lead fracture. The reported event of noise and oversensing were due to the exposure of the outer coil at the abrasion zone and fractured inner coil.